Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant due to damage to the distal portion. No adverse patient effects were reported. Additional information: after further review, it was determined that this lead was implanted despite the allegation of a "curve" noted, prior to implant, at the distal end of the lead. This lead remains implanted and in service. Updates have been made to this report accordingly.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this lead was an attempted implant due to damage to the distal portion. No adverse patient effects were reported.